Event description:
It was reported that signal loss over 1 hour occurred on 06-16-2023 for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. A review of the share logs was performed and signal loss over 1 hour was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.